Manufacturer narrative:
The reported event of ¿failure to sense¿ was confirmed, however the reported event of ¿pacing problem¿ could not be confirmed. Final analysis found that as received, the output pulse verification and sensitivity measurements tests were performed. The atrial sensing was not within the product specification. The product code could not also be downloaded. The investigation of hybrid verified that the hybrid fails electrical performance specifications. A functional investigation revealed that the hybrid device was damaged. This damaged the integrated circuit and prevented further investigation.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the pacemaker exhibited a failure to sense and not pacing appropriately. The device was not used and replaced. The patient was in stable condition.